Manufacturer narrative:
Upon evaluation of the returned device, it did not meet specification as the loop had come off the main body and it did not have a stopper. There were no abnormalities upon visual inspection of the loop. When the slider was pushed/pulled, there was also no abnormality noted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while ligating a lesion, the loop fell into the patient's colon lumen because there was no loop stopper. After recovering the dropped loop, another of the same device was used to complete the procedure. It was noted that the device had not been inspected prior to the procedure. There was no harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not identified. However, it is possible that the reported event occurred due to the following mechanisms: 1) the stopper detached from the loop because the slider was mistakenly pulled forcefully before attempting to ligate the tissue. 2) the tissue was ligated with the loop. 3) the loop came off from the tissue because there was no stopper when the loop was released. Therefore, it is conceivable that the event you mentioned may have occurred by the following mechanism. 1) I accidentally pulled the slider hard before ligating the tissue, causing the stopper to fall off the loop. 2) bondage tissue in a loop. 3) the loop was released, but the loop was out of the tissue due to the lack of a stopper. ¦ labeling ·do not pull the slider before surrounding the target tissue with the loop. Otherwise, the loop stopper would be dislodged. Do not pull the slider before hanging the loop on the desired tissue. There is a risk that the stopper will come off the loop and fall out of the body, making it impossible to tie the desired tissue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.